Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain'), autoimmune thyroid disorder ('autoimmune disorder ¿thyroid disease') and thyroid cancer ('tumor / teratoma / cancer ¿thyroid cancer') in an adult female patient who had essure (batch no. 794892) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included uterine bleeding, light-headed and dysfunctional uterine bleeding. Family history included breast cancer (great aunts, aunt, maternal grandmother, mother.) And colon cancer (father, paternal grandfather.). Concomitant products included ethinylestradiol;ferrous fumarate;norethisterone acetate (lo loestrin fe) from 2013 to 2014 and levothyroxine sodium (synthroid). On (B)(6) 2011, the patient had essure inserted. In 2015, the patient experienced autoimmune thyroid disorder (seriousness criterion medically significant). In (B)(6) 2015, the patient was found to have thyroid cancer (seriousness criterion medically significant). In 2016, the patient experienced irritable bowel syndrome ("gastrointestinal or digestive system condition ¿ ibs") and temperature intolerance ("hormonal changes describe¿heat sensitivity"). In (B)(6) 2017, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2017, the patient experienced allergy to metals ("nickel allergy") with allergic oedema and inflammation, fatigue ("fatigue"), migraine ("migraines / headaches") and nausea ("nausea"). On an unknown date, the patient experienced pelvic pain ("pelvic pain female"), dermatitis allergic ("allergy: rash/ skin condition"), gastrointestinal disorder ("gi condition") and headache ("headaches") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and total thyroidectomy with lymph node dissection). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, fatigue, temperature intolerance, migraine, nausea, thyroid cancer, pelvic pain, hormone level abnormal, gastrointestinal disorder and headache had resolved and the allergy to metals, autoimmune thyroid disorder, irritable bowel syndrome and dermatitis allergic outcome was unknown. The reporter considered abdominal pain, allergy to metals, autoimmune thyroid disorder, dermatitis allergic, dysmenorrhoea, fatigue, gastrointestinal disorder, headache, hormone level abnormal, irritable bowel syndrome, menorrhagia, migraine, nausea, pelvic pain, temperature intolerance, thyroid cancer and vaginal haemorrhage to be related to essure. The reporter commented: she received treatment for the following events dysmenorrhea (cramping), pelvic/abdominal pain, menorrhagia (heavy menstrual bleeding), hormonal changes, migraine, nausea, fatigue, gi condition, tumors and headaches. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2012: total bilateral occlusion. Essure devices were noted in both fallopian tubes. Concerning the injuries reported in this case, the following ones was confirmed in patient medical records: dysmenorrhea, thyroid cancer, migraines, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-nov-2019: pfs received: new events pelvic pain female, allergy: rash/skin condition, hormonal changes, gi conditions and headaches was added. Outcome for the bleeding, pain and other added as recovered/resolved. Treatment details added. Reporter added and reporter information updated. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') and thyroid cancer ('tumor / teratoma / cancer ¿thyroid cancer') in an adult female patient who had essure (batch no. 794892) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included uterine bleeding, light-headed and dysfunctional uterine bleeding. Family history included breast cancer (great aunts, aunt, maternal grandmother, mother.) And colon cancer (father, paternal grandfather.). Concomitant products included ethinylestradiol; ferrous fumarate; norethisterone acetate (lo loestrin fe) from 2013 to 2014 and levothyroxine sodium (synthroid). On (B)(6) 2011, the patient had essure inserted. In 2015, the patient experienced thyroid disorder ("autoimmune disorder ¿thyroid disease"). In (B)(6) 2015, the patient was found to have thyroid cancer (seriousness criterion medically significant). In 2016, the patient experienced irritable bowel syndrome ("gastrointestinal or digestive system condition ¿ ibs") and temperature intolerance ("hormonal changes describe¿heat sensitivity"). In (B)(6) 2017, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2017, the patient experienced allergy to metals ("nickel allergy") with swelling and inflammation, fatigue ("fatigue"), migraine ("migraines / headaches") and nausea ("nausea"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and total thyroidectomy with lymph node dissection). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, allergy to metals, thyroid disorder, fatigue, irritable bowel syndrome, migraine, nausea and thyroid cancer outcome was unknown and the vaginal haemorrhage, menorrhagia, dysmenorrhoea and temperature intolerance had resolved. The reporter considered abdominal pain, allergy to metals, dysmenorrhoea, fatigue, irritable bowel syndrome, menorrhagia, migraine, nausea, temperature intolerance, thyroid cancer, thyroid disorder and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2012: result: (per pfs): total bilateral occlusion. (Per mr): essure devices were noted in both fallopian tubes. Concerning the injuries reported in this case, the following ones was confirmed in patient medical records: dysmenorrhea, thyroid cancer, migraines, menorrhagia. Most recent follow-up information incorporated above includes: on 28-oct-2019: pfs and mr was received. Lot number was added. Previously added injury nos was replaced with abnormal bleeding (vaginal) and new events abnormal bleeding (menorrhagia), swollen, inflammation, thyroid disease, dysmenorrhea, fatigue, ibs, heat sensitivity, migraines / headaches, nausea, nickel allergy, thyroid cancer, abdominal pain were added. New reporters were added patient demographic details were added. Date of removal was added. Outcome was added. Concomitant drugs were added. Concomitant conditions were added. Event onset dates were added. Lab data was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') and thyroid cancer ('tumor / teratoma / cancer ¿thyroid cancer') in an adult female patient who had essure (batch no. 794892) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included uterine bleeding, light-headed and dysfunctional uterine bleeding. Family history included breast cancer (great aunts, aunt, maternal grandmother, mother.) And colon cancer (father, paternal grandfather.). Concomitant products included ethinylestradiol;ferrous fumarate;norethisterone acetate (lo loestrin fe) from 2013 to 2014 and levothyroxine sodium (synthroid). On (B)(6) 2011, the patient had essure inserted. In 2015, the patient experienced autoimmune thyroid disorder ("autoimmune disorder ¿thyroid disease"). In (B)(6) 2015, the patient was found to have thyroid cancer (seriousness criterion medically significant). In 2016, the patient experienced irritable bowel syndrome ("gastrointestinal or digestive system condition ¿ ibs") and temperature intolerance ("hormonal changes describe¿heat sensitivity"). In (B)(6) 2017, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2017, the patient experienced allergy to metals ("nickel allergy") with allergic oedema and inflammation, fatigue ("fatigue"), migraine ("migraines / headaches") and nausea ("nausea"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and total thyroidectomy with lymph node dissection). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, allergy to metals, autoimmune thyroid disorder, fatigue, irritable bowel syndrome, migraine, nausea and thyroid cancer outcome was unknown and the vaginal haemorrhage, menorrhagia, dysmenorrhoea and temperature intolerance had resolved. The reporter considered abdominal pain, allergy to metals, autoimmune thyroid disorder, dysmenorrhoea, fatigue, irritable bowel syndrome, menorrhagia, migraine, nausea, temperature intolerance, thyroid cancer and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: result: (per pfs): total bilateral occlusion. (Per mr): essure devices were noted in both fallopian tubes. Concerning the injuries reported in this case, the following ones was confirmed in patient medical records: dysmenorrhea, thyroid cancer, migraines, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-nov-2019: quality-safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.